Event description:
The hcp reported the pt developed signs of overdose after the pump and catheter were revised. "Could not really ascertain what dose they had been getting prior to revision and despite lowering their dose, still had overdose." The hcp treated the pt by regulating the dose rate and reprogramming. The patient is reported to have recovered without sequela and the patient's dose is now regulated.